Event description:
Rosen wire (ref# m001491561) and farawave 31mm catheter got tangled together and doctor removed both from patient's body, the wire started to fray and tangle with the farawave ablation catheter and was unable to be removed from it. Refrence report: mw5177091. Pt code: 4582. Device code: 1262.